Event description:
It was reported that the implant at tooth location #19 was placed, but when the impression post was removed it broke. Replaced with another implant.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During follow up, the customer provided the event date, implant placement date and implant explant date.

Manufacturer narrative:
This report is being submitted to relay additional information.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report 0002023141-2022-01570 was submitted stating that the implant fractured, however it was confirmed that the implant mount is the component that fractured. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: component code was updated: 887. H10: narrative/data was updated.

Event description:
Upon follow-up, the customer confirmed that the fractured product is the mount of the implant.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One imp, tsv,4.1,10, mtx, mg (tsvt4b10) and mount were returned for investigation. Visual evaluation of the as returned products identified that the mount hex was fractured. Additionally, there was blood/bone residue around the external threads of the implant due to usage. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review for the lot: (1251819) revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the lot: (1251819) for similar events (keywords used: fracture: mount) and no other complaint was identified. Functional testing could not be performed due to the nature of the devices and event. The reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is incorrect assembly of the mount to the implant or excessive torque used during placement. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.